Manufacturer narrative:
The patient was treated with dontisolon and her symptoms went away. The product involved in the alleged incident was not returned; therefore, a retain sample was evaluated yielding results within specifications.

Event description:
A doctor reported that a patient experienced allergic reactions such as pain and redness of the gingiva from a restoration involving optibond fl.